Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation. A sjm rep met with the patient and reprogramming was unable to resolve the issue. Lead diagnostics showed high impedances on all contacts. The pt is going to get x-rays and surgical intervention maybe pending to address this issue.